Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable, reciprocating arm and screws worn, and the motor, screws, and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this air dermatome was returned for annual/preventative maintenance. Upon evaluation, it was found that the motor speed was unstable on this device. Due diligence was completed for this complaint. No adverse events were reported as a result of this malfunction.